Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Event description:
This is a report of a home patient (hp) who woke up to find that the heater bag had become disconnected from the heater line. The event occurred while the patient was connected during drain. The hp stated she tightened the bag correctly and is not sure how the bag became disconnected. The patient ended therapy and was advised to start over with new supplies. The patient was able to perform therapy at a later time with no difficulties. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.